Event description:
Caller reported that a malfunction occurred on the pump without any notable events preceding it and displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. As the customer did not have access to a charger at the time of the call, they planned to contact technical support once they had access to reset the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.